Event description:
It was reported that the doctor implanted the intraocular lens (iol) completely; however, the doctor accidentally tore the capsule. A vitrectomy was completed along with an incision enlargement to remove the lens in one piece. Another lens was successfully implanted.

Manufacturer narrative:
A review of the manufacturing records was performed and revealed that the production order was manufactured according to specifications. Based on the manufacturing record review, no deviation or assignable cause was identified. The intraocular lens was returned to our manufacturing site for evaluation. The visual inspection at 10x microscope magnification revealed that the lens was received with surface residuals adhered to both sides of the optic body compatible with handling the lens such as during the explant process. The lens had one broken haptic. The condition of the received lens was consistent with a lens that had been explanted. Based on the investigation, the cosmetic defects (residue) found in the returned lens were related to explant process and not to the manufacturing process. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4).